Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the instruments in arm# 2 moved with non-intuitive motion. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted no related errors. The customer stated that after swapping the endoscope from arm#3 to arm#2 and back again, the instrument in arm#2 only started moving strangely. The customer indicated that this issue has happened with multiple instruments in arm#2. The tse advised to reseat the sterile adapter on arm#2, and while it was off, to spin all 5 dials on the sterile adapter a half turn to cause the arm to re-engage with the sterile adapter and the instrument. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed that the issue was resolved after reseating drape and sterile adapter. The customer noted there were no repeated issues or errors during next cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.